Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant of the ra lead positioning difficulties occurred due to the stylet not staying in it preformed shape. A different stylet was used and the lead was successfully placed. No patient complications were reported as a result of this event.